Event description:
Boston scientific crm received information that an unknown patient with an unknown 0125 lead experienced a perforation. During a routine check-up, episodes of noise were noted on the right ventricular channel. Pocket manipulation and valsalva would not reproduce the noise. It was noted that the patient was asymptomatic at the time. The perforation was evident on a CT scan the patient had received nine months prior for an episode of diverticulitis. The lead was explanted and successfully replaced with no complications. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
If additional information is received, this report will be updated.